Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's wife reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer's wife was unsure whether the customer was wearing the device at time of hospitalization. Customer declined troubleshooting. Customer mentioned the emergency room kept removing the infusion set every time they checked for customer's blood glucose. Customer will not be returning the device for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the insulin pump was removed at the time of hospitalization and put back on the day customer was discharged; which was six days later.